Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted during a tension-free vaginal tape obturator procedure. According to the complainant, the patient experienced constant pain post-procedure, and was unable to sit, stand or walk without acute pain. Reportedly, the patient was to have the sling removed on the (B)(6) (year unspecified) because of the infection around the tape. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was implanted during a tension-free vaginal tape obturator procedure. According to the complainant, the patient was unable to stand or walk due to constant pain experienced post procedure. Reportedly, the patient was to have the sling removed on (B)(6) (year unspecified) because of the infection around the tape. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.